Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the mildly calcified right internal carotid artery with placement of a 7-10 x 40 mm rx acculink. Post procedure, the patient experienced a worsening of his pre-existing bradycardia. Medication was administered and the patient returned to baseline. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel, heparin; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.